Event description:
The customer observed non-reproducible, falsely elevated vitros tropi es results from a single patient sample processed on a vitros eciq immunodiagnostic system. Vitros tropi es results of 0.180 and 0.134 ng/ml vs. Expected result of <0.012 ng/ml were predicted from the sample. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, falsely elevated tropi es results were not reported from the laboratory, as the sample was retested because the elevated result did not match previous tropi es results. There was no allegation patient harm. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that non-reproducible, falsely elevated vitros trop I es results were obtained from a single patient sample processed on the vitros eciq system. The investigation could not determine a definitive root cause. There was no evidence to suggest that an instrument or a reagent related issue contributed to the event. Additionally, vitros sample trays and the customer¿s containers that hold tips and sample cups were contaminated with what appeared to be dried patient samples, therefore, patient sample contamination is a potential contributing factor to this event. Finally, it is unknown if the sample was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined.